Manufacturer narrative:
Device evaluation of integrated battery charger has been completed. The reported problem (charger not staying powered on) was isolated to a damaged and loose power supply connector. The root cause for the damaged power supply connector was excessive force. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to power on.